Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2012 and a revision procedure on (B)(6) 2012 due to patient allegations of pain, swelling, loss of range of motion, inflammation, damage to surrounding bone and tissue, lack of mobility, elevated metal ion levels, metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient medical records reports patient underwent initial right total hip arthroplasty on (B)(6) 2012, which was revised on or about (B)(6) 2012 due to infection and recurrent dislocations. Patient operative (op) notes dated (B)(6) 2012 reports antibiotic spacers were removed and replaced by competitor components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 5 of 9 mdrs filed for the same event (reference 1825034-2014-04488 and -06947 / -06954).